Manufacturer narrative:
(B)(4). Date sent: 12/28/2023. D4: batch # 590c28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. The articulation mechanism was totally functional during functional testing. No damage on the joint cover was noted. The test reload was placed and removed with no issues noted during functional testing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 590c28, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was the tech supporting the articulation joint while they were unloading the reload? Yes. Please clarify what is meant by the "stapler broke at the articulation joint preventing the jaws from articulating'. ¿ stapler still intact, but the stapler would not articulate. The motor would not engage the articulation joint. Was the joint forced into an articulated position in the unloading position? Maybe slightly while trying to unload the spent cartridge. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic assisted laparoscopic right radical nephroureterectomy with bladder cuff possible open procedure that on the back table after the first firing which was successful, tech was attempting to remove the empty cartridge. The tech was pressing down on the distal end of the jaws to disengage the reload, when the stapler broke at the articulation joint preventing the jaws from articulating. The device was in the straight position while attempting to remove the cartridge. The device still has power but the motor does not engage the jaws. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.